Manufacturer narrative:
The t:slim x2 user guide states: do not use any other insulin with your pump other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. There was no reported adverse impact to the customer's blood glucose (bg) level due to the occlusion alarm. The customer performed a supply change to address the occlusion alarm. Additionally, it was reported the customer received a valid minimum fill notification when they attempted to reload their cartridge. The customer's bg level was 68 mg/dl. The customer consumed grapes and fruit chews to address the bg level. Reportedly, a supply change was performed to address the minimum fill notification.